Manufacturer narrative:
Concomitant products: product ID 8590-1, lot# n067445, implanted: (B)(6) 2006, product type accessory; product ID 8711, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
It was reported there was an alarm. The type of alarm was unknown, but the pump was ¿beeping all the time¿ and the patient would have to go in for it. The alarm would not turn off. It was reported that there were MRI exams at an unknown date and ¿no one did post-MRI checks.¿ premature battery depletion was reported; it was reported the pump battery was dead. No troubleshooting was performed as of the time of the report, but it would be performed in the future. It was unknown if any patient symptoms or complications were associated with the event. The drug being delivered by the pump at the time of the report was unknown. It was noted the patient was discharged from the care of his health care provider (hcp). It was later reported the patient did not have symptoms. The patient did get a referral to see a pain physician in a university setting.